Event description:
The patient was having a scaling procedure done by a student under faculty supervision. The insert broke and the patient swallowed the broken piece of the tip. The patient was sent to the hospital to have x-ray taken. The tip did show up on the 1st x-ray. However, when the patient returned to the hospital for a follow-up x-ray the tip was not visible. The reporter stated that everything seems fine with the patient.